Event description:
It was reported that the patient presented at the emergency room and was not feeling well. It was also noted that the patient experienced palpitations. It was also reported that the right atrial (ra) lead exhibited a lead impedance warning for high/undefined lead impedance and a polarity switch occurred. It was also reported that oversensing occurred on the atrial lead resulting in misclassification of episode type and that electromagnetic interference/noise occurred on the ra lead. It was further noted that the ra lead was fractured. The ra lead was reprogrammed to unipolar configuration and later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.